Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx rx coronary des was implanted in the lad and the 1st ob marginal. Cec adjudicated a non -q-wave mi (target vessel) 3rd udmi peri-pci in the lad - 1st ob marginal.